Manufacturer narrative:
The biosense webster inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacture reference no: (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - medium, and the biosense webster inc. (Bwi) product analysis lab (pal) found a hemostatic valve separation issue. Initially it was reported that vizigo sheath had a leak in the valve and there was also some blood was back feeding through it. The sheath was replaced with a different sheath and the issue resolved.no adverse patient consequences were reported. The observed leakage has been assessed as not MDR reportable.the potential that it could cause or contribute to a death or serious injury, or other significant adverse event, is remote. The bwi pal received the device for evaluation. On 3/25/2020, the bwi pal observed the hemostatic valve missing. The missing hemostatic valve has been assessed as an MDR reportable malfunction. The awareness date has been reset to 3/25/2020.

Manufacturer narrative:
Per internal review of this case, it was discovered on (B)(6)2020 that the manufacture date was mistaken omitted from the previously submitted reports. The manufacture date has been updated in the appropriate field as (B)(6)2019 . Manufacturer's reference number:(B)(4).

Manufacturer narrative:
It was reported that a patient underwent an ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - medium, and the biosense webster inc. (Bwi) product analysis lab (pal) found a hemostatic valve separation issue. Initially it was reported that vizigo sheath had a leak in the valve and there was also some blood was back feeding through it. The product investigational analysis completed 4/28/2020. The device was visually inspected, and valve was missing from hub. The valve could have been detached due to an external force while inserting the device thru the sheath, but this could not be conclusively determined. A manufacturing record evaluation was performed, and no internal actions were found during the review. The customer complaint was confirmed. The root cause of hemostatic valve separation and dilator kink cannot be related to the manufacturing process since there is evidence that the device was manufactured in accordance with documented specification and procedures. It could be related to the handling of the device during the procedure. However, this cannot be conclusively determined. Manufacture reference no: (B)(4).